Event description:
Customer reporting 3 false positive flu b results that occurred sometime in the month of november (exact date unknown) on one symptomatic patient. Customer states the results were confirmed negative using another rapid immunoassay flu product. Report 2 of 3.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: phone.